Manufacturer narrative:
The medical center discarded the impella pump product at explant and as such no benchtop analysis and hemolysis testing is possible. Should more information be shared that does lead to root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support that was ongoing, for a patient admitted in shock, with signs of hemolysis despite pump repositioning. The team explanted and escalated to the impella 5.5 and began dialysis. Additionally the patient was infused with blood product replacement in the amount of 9 units of blood.